Manufacturer narrative:
Physio-control further evaluated the removed power supply assembly. Physio-control observed that the removed power supply only exhibited no ac power instead of the original failure of ac and dc power. Physio-control determined that shorted field effect transistors (designators q1, q2 and q6) opened the fuse, designator f1, which caused that there was no 12 volt output and that the battery would not charge anymore.

Manufacturer narrative:
(B)(4): physio-control has evaluated the device and verified the reported failure. Physio-control replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
It was initially reported that the device would not show the defibrillation charge cycle on the display. Further to evaluation, it was observed that the device would turn off as soon as the charge button is pushed. The device wasn't able to power up on ac power so the battery wasn't able to recharge anymore. The device would not be able to provide defibrillation therapy with the reported failure. There was no patient use associated with the reported event.